Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional heart pump implant procedure. The suture of a prostyle device was successfully pre-placed. The sheath was upsized to a 16f, and the interventional procedure was completed. Reportedly post procedure, a suture break during knot advancement occurred. The suture knot of the second and third prostyle devices were successfully advanced to the vessel wall and tightened (functioned as intended); however, complete hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb or lever deployed early) or suture/ nick damage. Based on the result of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.